Event description:
A malfunction was reported on a pump with the caller identifying a momentary power loss to the vibrator motor, and there was no prior notable event before the malfunction. There was no adverse impact on the customer's blood glucose level. The caller initially did not have a charging cable to reset the pump, but technical support provided reset instructions. Later, the caller successfully resumed insulin delivery.